Event description:
The qa department of takeda was informed by their vendor that the pen probably is not operating well. The pen's lot is: p617329a and it was a part of naptar (lot: x2307aa01). The incident occurred on (B)(6) 2024, (B)(6) 2025. All of the times the patient had to go to the hospital for intravenous injection of calcium and magnesium.

Manufacturer narrative:
No investigation could be performed since the pen was not returned. Hence, the root cause cannot be determined. Batch record review of the concerned lot showed that all products met specification. No trends have been identified for the reported issue and in cases where the pen was returned for investigation no defects or respectively no malfunction was identified. However, it can neither be confirmed nor excluded that there was a device issue in this case.

Manufacturer narrative:
Awaiting sample for further investigation.

Event description:
The qa department of takeda was informed by their vendor that the pen probably is not operating well. The pen's lot is: p617329a and it was a part of naptar (lot: x2307aa01). The incident occurred on (B)(6) 2024, and (B)(6) 2025. All of the times the patient had to go to the hospital for intravenous injection of calcium and magnesium.